Event description:
Reportedly, at the first interrogation, the battery voltage of the device displayed 2,96v. The device also showed notifications about low as values. The device had, apparently, never been interrogated before. Device has not been implanted according to good practice instructions, and is to return for analysis.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device was manufactured on 14 march 2024. On 12 march 2026, the device was interrogated in the box, and a software upgrade was performed. An automatic battery reforming occurred. The battery voltage was measured at 2.96v on 11 march 2026. On 16 march 2026, the battery voltage was measured at 2.96v. On 01 april 2026, the battery voltage was measured at 3.01v. The battery voltage curve decreased more rapidly since august 2024. The battery voltage re-increased from 12 march 2026 to 01 april 2026. No battery reforming occurred between the device manufacturing and 12 march 2026. It should be noted that the battery voltage is sensitive to temperature. Based on files analysis, this device was probably affected by a software bug affecting temporary the shelf-life: a programming action should have switched the device into a specific mode (during the first 6 months after the device manufacturing date), which is more consuming than the shelf-life mode, and deactivates the battery reforming. The switch into a specific mode after reprogramming (except activation and deactivation of the shocks) is not expected. The software upgrade performed on 12 march 2026, reverts this phenomenon. The switch into this specific mode during about 19 months, and the possible low temperature storage explained the changes in the battery curve. On 01 april 2026, the battery voltage recovered > 3v, so the device can be implanted.